Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer's glucose level was 19mmol/l and then went up to 25mmol/l. It was stated that the customer believes the insulin pump was not delivering the right amount of insulin. It was stated that the basal rates were correct and further troubleshooting could not be performed at time of call. No further info was provided.